Event description:
It was reported by service report that the footboard works intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Piece of mattress label stuck in footboard connector pins. Debris removed from connector pins.